Manufacturer narrative:
The insulin pump powered up properly after battery installation. Operating currents were within specification. No unexpected battery out limit alarms noted. The device passed the rewind, basic occlusion , occlusion ,prime, excessive no delivery and displacement tests. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. It was also received with a cracked case at display window corners, minor scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.